Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 1 - por for critical ram parity error, addr=1a75, data=08, on (B)(4)-2011 09:05:47. A 1- patient alert for device circuit error on (B)(4)-2011 09:05:47.

Event description:
It was reported that a power on reset occurred and the patient is undergoing radiation therapy. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.